Event description:
It was reported by the rep the device was used during an orthopedic case. It was reported the nurse told the operating room buyer the staples were coming out with one side starting to form before the other. Finished the case with another stapler. There was no consequence to the pt.